Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged moisture was visible in the cartridge compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 26-jun-2019 with the following findings: a visual inspection of the pump revealed the battery compartment was cracked. There was moisture visible in the display. A leak test was performed revealing a leak in the battery compartment. The returned battery cap was undamaged and was able to fit securely. The battery cap contact height and width measurements were found to be within specification. During testing, the pump failed to power on. The pump¿s cover was removed and moisture damage was found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.